Event description:
It was reported in a whitepaper publication, "complication of suture button ankle syndesmosis stabilization with modification of surgical technique" that there were 102 cases of traumatic ankle syndesmotic stabilization using the tightrope device. Patients were followed for a median of 85 days after surgery. Results: 8 patients subsequently had to have the tightrope removed. Removal was performed for one of four reasons: osteomyelitis surrounding the tightrope, radiological track widening from aseptic osteolysis and pain, failed stabilization of the syndesmosis and unexplained pain.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This report is provided based on a literature review. The device was not available for evaluation therefore, the event as published in the literature review source could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review could not be performed as the lot numbers were not provided. An attempt will be made to contact the author through the publisher for further event information. If additional relevant information is received, a follow-up report will be submitted.